Event description:
Pt reported experiencing elevated blood glucose levels for 2 weeks. Pt's elevated blood glucose levels was 450 mg/dl. Pt's normal blood glucose levels is 120 mg/dl. Pt reported, she took correction via pen. Pt stated, the infusion device makes abnormal noises when the device gives a bolus. Pt reported, she thinks the infusion device did not give enough insulin and the root cause for inaccurate insulin is the noises. Pt stated, she has no other health problems. No further information is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.